Manufacturer narrative:
Device was returned and investigation was pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a non-sterile clave connector, no drip was observed. The connector was subsequently attached to a spiros connector on an infusion set; however, fluid flow was still not observed. Visual inspection revealed that the silicone rubber within the connector had not fully returned to its original shape. The event occurred during patient use. There was patient involvement with no delay in therapy and no injury or adverse event reported.